Event description:
Procedure: carotid graft. According to the reporter: the device tore the juggler vein. Surgeon had to place a patch graft on the vessel. Or time extended at least 1 hour. Additional bleeding occurred, no transfusion was required. The patient sex was not reported.